Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml8ctdr0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How the suture was initially tied? What tissue dehisced? Was there any precipitating stress factor for the sutures breakage? What intervention was performed for this suture event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? If a second surgical procedure, what was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The patient experienced wound evisceration 48 hours post procedure. The patient required a second procedure on (B)(6) 2019 due to evisceration. The surgeon noted rupture of the uterine suture at the middle. It is unknown what was used to close the patient. Following the issue, no serious consequence for the patient. Additional information has been requested.